Event description:
Follow up information received from the healthcare professional confirmed that the patient had stated to them that they had a lack of relief from ins device. The physician reported that patient had "poor coverage" and was not related to the device. It was also reported that the ins was not depleted. The patient was going to have a revision performed but since the physician had trouble removing the lead it had not been performed and the patient had remained without a device in place. It was unknown at the time of this report if the patient was to be re-implanted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient never experienced therapeutic stimulation coverage from the implantable neurostimulator (ins) for their pain condition. The patient had to "suck in" their abdomen to feel the stimulation. It was noted that the patient had good coverage for their pain during the trial phase of testing. The patient subsequently had the ins system explanted as the patient needed an MRI for other back issues not related to the ins system, that the battery was nearing end-of-life, and that they never had therapeutic effect. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).